Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the marketing manager via email that during a cadaveric case, the 4k display lost the video signal from the ccs. The ccs is connected to the 4k display via a display port-display port cable that is supplied with the ccs box. The display had the input setting at ¿priority¿ with the display port input as ¿primary.¿ despite following the recommended optimized settings, the signal was dropped and the screen went black. The display was power cycled, which restored the signal. After the signal was restored on the display, it was noticed that there were green speckles/noise on the screen. The display was power cycled again, which did not resolve the green speckle noise issue. The camera head was unplugged and replugged into the ccs, which resolved the green speckle noise issue.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or it's employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the complaint device is not being returned, it was retained by the customer, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. A device history review was performed for the finished device serial number ((B)(6)), and the certificate of conformance stated that the device was manufactured in compliance with the quality system release criteria. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot : a device history review was performed for the finished device serial number ((B)(6)), and the certificate of conformance stated that the device was manufactured in compliance with the quality system release criteria.